Event description:
Per cust. Serv. Rep. Notes in potential medical tab: customer called because pt was taken to ER yesterday (2002) early evening with high glucose symptoms as their meter did not have any power. Taken to ER at 4pm, was seen 7pm. Glucose level was 435. Customer normally takes 15 units of nph 2x's per. Increased dosage of insulin from 15 units nph 2x's day to 20 units 2x's per day. Test strips: opened 1 week. Control solution opened 3 weeks. Replacing the unit for the customer.